Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump and catheter were removed on (B)(6) 2019 and the infection resolved. It was noted regarding dates of medical evaluations, the patient had post-operative visits after pump removal on (B)(6) 2019, (B)(6) 2020. Discussion for replacing the pump occurred on (B)(6) 2021 and the patient had a pre-operative visit on (B)(6) 2021. The new pump was placed on (B)(6) 2021 and the patient was discharged on (B)(6) 2021 with no complications. The patient had a post-op visit on (B)(6) 2021. The patient¿s medical history included spastic cp. The patient¿s concomitant medications included: zonisamide, flonase, flovent, albuterol, oral baclofen, and famotidine.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/ml) via an implantable infusion pump. It was reported that an infection occurred along with antibiotic treatment. The system was explanted and discarded of by the customer.